Event description:
During the carotid stenting procedure, no flow was observed under radiography. This complaint is from a clinical study. The pt was male. The target lesion was right internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 76%. It is unk if there was any thrombus present at the delivery site. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (4 mm/6 atm, brand unk) and post-dilatation (5 mm/10 atm, brand unk) were performed with balloon catheter. During the procedure, no flow was observed under radiography. It is unk if the hypoperfusion occurred prior to stent placement or after post-dilation. Blood around the target lesion was suctioned for 50 cc by an aspiration catheter (thrombuster ii, kaneka, 8f) and the flow returned to normal. There was debris found within the filter basket of the ag after the removal from the pt body. The pt suffered no neurological symptoms and has been discharged.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2009-00180.